Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported on an integrated pressure sensing (ips) connecting cable with pressure sensor malfunction and/or breakage. The user stated the console was reading pressures that were obviously incorrect and they needed to replace ips cable. The user stated the cable release button would not depress, so they had to use hemostats to get it to release from the circuit. There was no resulting patient serious injury. The complaint sample was available for product investigation and a ship-kit has been sent to the facility.

Event description:
A user facility reported on an integrated pressure sensing (ips) connecting cable with pressure sensor malfunction and/or breakage. The user stated the console was reading pressures that were obviously incorrect and they needed to replace ips cable. The user stated the cable release button would not depress, so they had to use hemostats to get it to release from the circuit. There was no resulting patient serious injury. The complaint sample was not returned by the user facility.

Manufacturer narrative:
Additional information: b5, d9, h3, h4, h6 plant investigation: no non-conformity was observed during the manufacturing process. One other similar complaint has been reported concerning this batch number. The sample was not received, and a physical investigation could not be carried out. A defect in the cable or cable connection may have caused the issue; however, a definitive cause for the defect could not be determined. If the sample is received on a later date, the complaint record will be re-evaluated.